Manufacturer narrative:
No product will be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.

Event description:
Mother reported that pt experienced elevated blood glucose of up to 300 mg/dl due to the infusion sets. Normal blood glucose is 180 mg/dl. Pt's eating habits have not changed. Infusion sites are located on the abdomen, and headsets are inserted using the insertion device. Pt started this type of infusion set in (B)(6) 2010. Mother reported a "little granule" remained under the skin after the headset was removed. Mother also reported the infusion cannula kinked approx 3 times since he started this type of infusion set. Blood glucose was "perfect" for the 3 weeks prior to the report. Alleged infusion sets were not available to return for eval. The pt did not require treatment from a healthcare professional or second party to address the issue. Add'l details were not provided.